Event description:
Oxygenator was primed in usual sterile fashion in preparation for non-emergent procedure. Item was found to be leaking from the temperature probe port. FDA safety report ID# (B)(4).